Event description:
It was reported that the device would not clip. There were no patient consequences. Unknown how case was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during three consecutive firing sequences causing that the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The one remaining clip was conforming according to our manufacturing specifications and then, it locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Batch # h92065 (mfg date 08/24/2011; exp date 07/24/2016) (B)(4).